Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The kv tracking and camera focus were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system live image went blank. No pt injury was reported.